Event description:
It was reported that during the surgery the drill used to secure the cup broke in half.

Manufacturer narrative:
It was reported that the pt underwent acetabulum cup implantation. During the surgery the tip of the drill used to secure the cup broke into half as it hit the bone. The surgeon tried but could not retrieve the broken pieces. He decided to leave the pieces behind as he is convinced that it will not cause the pt any harm. The cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).